Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced intermittent sensor communication issues, including a ¿brief sensor issue¿ message and recurrent loss of glucose readings, during which a fingerstick entered into ilet yielded new readings and a blood glucose of 571 mg/dl after an unannounced meal. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with implicated device components including the sensor¿s electrical and magnetic elements and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user replaced the sensor and reported stabilized glucose readings thereafter.